Event description:
It was reported that the catheter was being placed into the pt¿s right basilic vein. Towards the end of the procedure, the pt complained about severe itching and dizziness. As a result, the catheter was removed and the pt was administered benadryl. There was a delay in treatment and no pt death. The family of the pt refused to have another PICC placed. The pt outcome was okay. On (B)(6) 2012, follow up information from the PICC nurse states the pt had no known allergies. The catheter was flushed prior to insertion with saline. The catheter was placed and was again flushed after insertion. Approximately 5 to 10 minutes after insertion, the pt complained of being itchy all over and feeling dizzy. He immediately removed the catheter and benadryl was administered.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.